Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75mmx20mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous left anterior descending artery. Pre-dilatation was performed with a 2.00x12mm maverick 2 balloon catheter resulting in 80% residual stenosis. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, during introduction through the touhy borst y connector, significant resistance was encountered and it was noted that the stent had dislodged in the guide catheter. The guide catheter was removed, and the dislodged stent was recovered. The guide catheter was reinserted and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75mmx20mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous left anterior descending artery. Pre-dilatation was performed with a 2.00x12mm maverick 2 balloon catheter resulting in 80% residual stenosis. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, during introduction through the touhy borst y connector, significant resistance was encountered and it was noted that the stent had dislodged in the guide catheter. The guide catheter was removed, and the dislodged stent was recovered. The guide catheter was reinserted and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. The device was returned with the stent damaged, stretched and flattened and detached from the device. The stent outer diameter at the time of manufacturing is within maximum crimped stent profile measurement. The balloon cones were reviewed; no issues were noted. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found inner lumen bunching 2.4 cm proximal to the proximal balloon cone, guidewire was unable to be loaded due to the damage. No other issues were identified during the product analysis.